Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver lobectomy procedure, the cartridge was loaded correctly into the stapler, placed and discharged, but the staples did not compress as they normally should have. Suture and a sealing instrument were used to finish the lobectomy.